Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse that discovered the issue replaced the blood back tubing set and performed all safety and functional tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. The initial reporter named in initial reporter is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
The getinge field service engineer reported that the blood back tubing of the cs300 intra-aortic balloon pump (iabp) was damaged. There was no patient involvement and no adverse event was reported.